Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a 60:40 aortic/ventricular position, with resulting moderate paravalvular leak (pvl). The valve was post dilated with an extra 1.5cc of saline (total of 18.5cc); however, only minimal change was noted. The decision was made to deploy a second valve. When they attempted to cross the first sapien xt with the second sapien xt valve, the first valve was knocked into the ventricle. The patient was converted to surgical avr and both valves were removed. The patient was noted to have left the operating room in stable condition. Per report, the cause of the pvl and subsequent events valve was undersized (23mm valve implanted instead of a 26mm valve). During the pre-op the physician and echocardiographer had multiple measurements. The area was between 420-450 mm² by MRI. The physician opted to go with a 23mm valve based on the echocardiographer¿s feedback and the sizing that was performed during the bav. In addition, the team believed that the nosecone of the second delivery system bumped the first thv during crossing of the valve, which caused the valve to embolize into the ventricle.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and device embolization are known potential complications associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In this case, per report, the pvl was attributed to the valve being undersized. The first valve embolized due to a procedural complication, after being dislodged by the second delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.